Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the patient received eight inappropriate shocks due to the implantable cardioverter defibrillator (ICD) under-sensing atrial fibrillation. Programming changes were implemented and the patient was in stable condition.